Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A correction bolus was delivered to address bg level. Reportedly, the cartridge was changed to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.